Event description:
This pt was having a laparoscopic cholecystectomy. One jaw of the atraumatic grasper broke off during the case necessitating the surgeon to have to retrieve the broken piece from the pt.